Manufacturer narrative:
Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The reported increased intra-peritoneal volume (iipv) was not confirmed in the logs and not duplicated during the pal evaluation. The drain volume could not be confirmed since manual drain is performed off cycler and is not recorded in the logs. The most probable cause was undetermined (not identified from the patient questions). The device will be sent to service area for servicing. CAPA is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During a follow up call, the peritoneal dialysis nurse reported that the patient drained out 3700ml and complains of feeling bloated with stomach aches. According to the nurse the patient has been receiving negative ultrafiltration readings of up to -1200ml. The nurse also stated that the patient is losing dwell time too. The patient filled with 2000ml and manually drained 3700ml. The nurse reported that this patient has been gaining weight due to fluid. Furthermore, the patient also has mental retardation. Product surveillance contacted the patient's mother in 2009. According to the patient's mom two days earlier, she manually drained 3700ml. The fill volume was 2000ml and the last fill volume was 1000ml. The nurse has checked the programming and the catheter and no issues were observed. The patient's mom as well as nurse would like a new device as these problems were not occurring with a previous cycler they had, thus they believe these problems could be from having a faulty machine. The caregiver stated these alarms are reoccurring almost on a daily basis. Product surveillance connected the caregiver to technical services to request a swap. Based on the volumes given, this event meets increased intraperitoneal volume (iipv) criteria. The probable cause based on patient questions could not be identified.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.

Event description:
It was reported that during a stenting procedure, a balloon rupture occurred. The target lesion was a restenosis of a previously implanted non-bsc stent located in the proximal right coronary artery (rca). A 3.0x16 taxus liberte stent, was implanted and a 3.5x20mm quantum maverick balloon was used to post dilate the stent. Upon the third inflation, the quantum maverick ruptured before reaching 16 atmospheres. The procedure was completed with a 3.5x15 quantum maverick balloon catheter. There were no pt complications and the patient status is reported as "ok."